Event description:
The customer called for help with her breeze2 system.she performed a control test during the call and received a result of 197mg/dl.the normal control range was 99-136mg/dl.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips were sent to the customer.